Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the was a broken spinous process clamp during the case. The screw on the clamps did not thread and tighten the clamp. They continued the case with the extra available clamp at the site. The event occurred intra/perioperatively with less than one hour delay to surgical time. There was no known impact on patient outcome.